Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. D4: batch # 803d50. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with guide face damaged and no anvil present. Also, one battery pack was returned. The washer was not received and there were staples present. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described of would not fire could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The damage noted on the guide face is related to improper use of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 803d50, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a robot-assisted sigmoidectomy for colon cancer, when tried to use it for reconstruction, the device could not be fired. A new one was opened and only the battery was replaced, but it still could not be fired, so the main body and anvil were replaced with new ones, the reconstruction was performed and the surgery was completed. The defective product was retrieved, but the scale backlight was illuminated, so it does not appear to be a battery problem. There were no adverse consequences to the patient. No further information is available.